Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The customer reported that they experienced a leak of bone marrow from (B)(4) cell processing bags. A transfusable dose was recovered and there was no adverse health effects reported or alleged for the bone marrow donor or recipient. This report is being filed due to the potential for injury due to loss of bone marrow product.

Manufacturer narrative:
(B)(4). The incident occurred on (B)(6) 2009. The customer lead technician was not present, but a caridianbct support specialist recorded that a large volume of bone marrow was involved. After reprocessing the marrow, the yield met the customer's goal of recovering at least 70% of the wbcs. This was enough to be transfused. A service representative performed a "machine checkout" on this piece of equipment. It performed as expected and no problem was found with the machine. The bone marrow recipient was already conditioned with chemotherapy and this was the only bone marrow available to them. The leak occurred at the tubing below the rotating seal approximately half way through the procedure. Sterility samples were taken and showed no bacterial contamination as of (B)(6) 2010. It was determined that the site was not following the instructions in the operator's manual for processing bone marrow in a way that prevents the centrifuge from idling. Discontinuous processing of the fluid, so that the centrifuge is motionless for an extended period of time, can result in the ceramic faces of the seal adhering together. Upon restarting of the process, the rotating seal can potentially fall due to the stuck ceramic components. Another procedural concern is the clamping of lines using hemostats so that flow during 'super out' is restricted. Excess pressure across the rotating seal can potentially occur and cause the leak failure of the rotating seal. On (B)(6) 2010, the lead technician at the customer site stated that they had changed their procedure as a result of discussions with the cardianbct senior product support and training specialist about the procedural issues. Conclusion: the event was caused by operator error.